Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a sigmoidectomy procedure, the reload was connected and the handle was squeezed but the jaws did not close. Then after the reload was replaced with a new one, the device could be used without problem. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument. The jaws were clamped and unclamped repeatedly, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Additionally, the investigation detected a secondary condition of pre-fired that has no relationship to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.